Manufacturer narrative:
The insulin pump was received with intermittent esc and act button response due to corroded keypad traces. The device passed the displacement, rewind, prime, basic occlusion, and occlusion test. The insulin pump primed properly. The device was received with address/serial number label faded/damaged, cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's esc button on her insulin pump does not work when she is priming and the insulin pump shows 0.0. The customer stated that this happened a couple of times in within a few weeks. The customer's blood glucose was unknown. The customer stated there was physical damage on the insulin pump where the belt clip goes on. Troubleshooting was done. The customer stated that she was stuck in the preparing to prime loop. Customer was still experiencing esc button issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.